Event description:
It was reported that the patient presented in clinic for a routine follow-up. The atrial lead exhibited noise which resulted in auto mode switch episodes. The patient was referred to another physician for a second opinion and was scheduled for follow-up in (B)(6) 2014.